Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer inspected and found that the solenoid cable had been severed by a zip tie, replaced the solenoid, and after the replacement, unable to reproduce any errors or failures in either the main application or the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed and did not pop out of the device. As a result, approximately half of the medications stored in the drawer were unavailable. The issue occurred on a tabletop-style medstation. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.